Event description:
A malfunction was reported on the pump by the caller, but there were no notable events leading up to it. The impact on the customer's blood glucose level was unknown as they declined to disclose any information. Tandem technical support assisted the caller in resetting the pump and provided instructions on entering storage mode for the old pump. They confirmed the customer's shipping address and arranged for a replacement pump with updated software to be sent, which included instructions for accessing training. The customer acknowledged all instructions and will use multiple daily injections as backup therapy while waiting for the replacement pump.